Manufacturer narrative:
Unit passed rewind test; it failed prime / seating test during which an unexpected insulin flow block alarm occurred due to a faulty force sensor. Unable to perform displacement, basic occlusion, force sensor, occlusion tests due to the faulty sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed insulin flow blocked frequently. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and reservoir was changed. It was reported that the insulin flow blocked alarm was still recurring and occurred during fill tubing. The insulin pump was returned for analysis.